Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malefaction was not replicated or confirmed. The device was returned to zoll stock and the customer received a replacement.

Event description:
Complianant alleged that during functional testing, the device prompted a "unit failed" messgae. Complaintant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.